Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems (B)(4) that (2) ar-300b-2 drill attachments were unable to open up to allow the attachment of a burr. This occurred during a case causing a delay. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Additional information: h6 the complaint is confirmed. One unpackaged ar-300b-2 serial/batch number 01364 was received for investigation. Functional testing connecting the burr attachment to the ar-300, sn (B)(6)found no issues attaching the burr and locking into the mating part. Visual evaluation inside the device with a nano camera found that the open/close mechanism is not moving when activated. Signs of wear and tear. The most likely cause(s) for the reported failure is user error per dfu-0223 at revision 0. Important safety conventions. 6. Prior to each use, fully assemble the system and press the trigger mechanism to ensure proper function. All couplings and mechanical connections need to be fully secured or locked before the actuation of the system.